Manufacturer narrative:
Patient information are not applicable as there was no patient involvement. Relevant tests/lab actions are in process. Relevant history is not applicable. Implant and explant dates are not applicable as there was no patient involvement.

Event description:
As per complaint (B)(4), during a review of finished goods in the implant direct distribution center it was discovered that a cap label contained the wrong part number & platform diameter. The product information on the label was printed as 423208 part number and 4.0mm diameter. The product information on the label should have been 405708 part number and 5.0mm diameter.